Event description:
It was reported in a service report that the brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - gill brake kit required for bed.